Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing inflammation at the implant site. The recipient was prescribed antibiotic therapy (type unknown) for 10 days. The recipient had serohematic secretion and was prescribed a second treatment of antibiotic therapy (type unknown). After the completion of treatment, it was observed that the recipient's internal device was exposed. The recipient's device was explanted. The recipient was reimplanted on the contralateral side.

Manufacturer narrative:
The recipient was hospitalized on (B)(6) 2015 for three days. Test recipient showed signs of phlogosis at the implant site. The recipient was prescribed 20 days of antibiotic therapy (cedax amoxicillin and clavulanic acid).

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient is doing well. This is the final report.